Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and assisted the caller in resetting the pump. After the reset, the error code did not appear again, and the caller successfully started their sensor session.